Manufacturer narrative:
According to the customer, on (B)(6) 2024 the foley was inserted, but the balloon "would not inflate". The customer reported the foley was removed and replaced which caused a "delay in the start of or procedure". The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the foley was inserted, but the balloon "would not inflate".